Event description:
Report rec'd from pt indicating that she is getting good pain coverage from her stimulation system, but due to the loss of feeling accompanying the pain relief, the pt has experienced other unexpected effects. These include the inability to tell when to empty her bladder, and has had bladder infections and urine leakage for the last 1 1/2 years while using the stimulation system. The physician has tried reprogramming the device for the pt to reduce the loss of feeling, but then the pt does not get good pain relief. The pt is continuing to work with her physician in an attempt to remedy the current situation.